Manufacturer narrative:
The suspect pump was returned for evaluation. Visual inspection was performed and was noted that there was an error code '45985' appeared for the damaged battery compartment. The device did not alarm during power up, but all other sound features were functional. The event history log (ehl) was reviewed and was found that there were four occurrences of the same error code. The service history review was performed and confirmed that there were no anomalies related to the device. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective printed wiring assembly (pwa) board, and it will be replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displays a red error code screen when first turned on, error code 45985. Device also does not make any noise. The event occurred during testing. There was no patient involvement.